Event description:
It was reported that, this right ventricular (rv) lead exhibited high impedances out of range and noisy signals. The health care professional (hcp) checked the thresholds and sensing, and they were stable. (B)(6) discussed there was not any device programming changes to be done. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).